Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's mother, reported the customer received a "replace sensor" message on day the adc freestyle libre sensor was applied. Caller further reported the customer was unable to test and experienced symptoms described as "shaking, paleness, convulsions" and a loss of consciousness. Customer's mother injected the customer with glucagon as treatment and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Caller, customer's mother, reported the customer received a "replace sensor" message on day the adc freestyle libre sensor was applied. Caller further reported the customer was unable to test and experienced symptoms described as "shaking, paleness, convulsions" and a loss of consciousness. Customer's mother injected the customer with glucagon as treatment and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.